Event description:
Pt had no complaints pre dialysis, blood pressure 140/80, temp. 98.7, 5 lbs weight gain. Dialysis was initiated in the usual manner at 300cc blood-flow rate. 810cc ultrafiltration rate. At one hr and 35 min into treatment pt was given 5cc of hypertonic saline IV - bp 110/80 - ultrafiltration rate 790cc 2 hrs 35 mins into treatment the pt requested saline administration because she was feeling poorly. 200 cc saline was given and repeated at 2 hrs and 50 mins for same complaint. Bp was 120/80 ultrafiltration rate was turned off aat pt's request 3 hrs 20 mins into treatment because pt reported not feeeling well - bp 120/80. Treatment was discontinued at 3.5 hrs as scheduled post treatment blood pressure was 140/80 sitting, 100/80 standing. The pt lost 7lbs during treatmment (pre-weight 132 - post weight 125) target goal for ultrafiltraion calculated at 2750 and set on the machine. Ultrfiltration amount recorded at the end of dialysis was 2503cc. The pt was sent home after treatment without complaints. The machine was removed from service on 11/17/93 because of dialysate flow. Uf pump volume, tmp calibration and machine seeeelf test and presssure holding test were performed by the chief technician. All calibrations and test were satisfactory.